Manufacturer narrative:
Correction b5: it was reported that a spectrum iq infusion pump had an issue of high flow rate during testing in the biomed service department. There was no patient involvement. No additional information is available. Correction f10/h6 medical device problem code ¿ a070908 was added in error. Correction f10/h6 component code ¿ g0204002 was added in error. Correction h6 investigation findings ¿ c0402 was added in error. Correction h6 investigation conclusion ¿ d02 was added in error. Correction h11: the device was received for evaluation. Evaluation was unable to send device for flow testing due to the keypad needing replacement and not functioning properly, all flow testing will be selected and performed during repair process. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, evaluation experienced the top row last column soft key not working while performing keypad test. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be failed keypad. The keypad requires replacement to address this issue. Functional testing was performed and did not identify any issues related to flow rate. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of high flow rate and buttons on the keypad not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.